Event description:
The report received from the database indicated that during an interventional procedure, while implanting a cypher select plus 3.0 x 13 mm stent in the mid left anterior descending (lad) target lesion, a small diagonal branch was occluded. The event was said to not cause the pt further problems. The indication for the procedure was stable angina. The event severity was reported to be mild. The event was possibly related to the study device/procedure. The event was not a serious adverse event (sae). The event was reported to be ongoing, improved. The pt was discharged the day of the procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that device is distributed outside the united states, however, it is similar to the united states product.